Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: aug 5, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the plunger rod was partially advanced. The cartridge tip was damaged; ophthalmic viscoelastic device (ovd) was observed inside the cartridge. The plunger rod was inspected and the tip was bent. The lens module inspected revealing no issues. The handpiece was inspected, and no issues were identified. No lens was received for evaluation. No further issues were identified. The complaint issue "uncontrolled delivery" was not identified during product evaluation. The observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that during a surgical procedure with a monofocal intraocular lens, the lens exited the cartridge prematurely and was partially inserted into the patient's eye. The issue happened during the implantation process. This resulted in a delay of approximately two minutes in the procedure. The customer verified that the directions for use had been followed correctly, and no unplanned surgical interventions such as vitrectomy, incision enlargement or sutures required. No further information was provided.

Manufacturer narrative:
Section a4 and a6: unknown, information was requested but has not been provided. Section b3: unknown, not provided, but the best estimate date is on or prior to jun 30, 2025. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.